Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are in cardiac rehab and their heart rate has dropped to 30 multiple times. The patient stated that the implantable pulse generator¿s (ipg) lower rate is set at 50 and they wondered why that was happening. The ipg remains in use. No further patient complications have been reported as a result of this event.